Manufacturer narrative:
Attempt has been made to contact the patient who provided the faulty unit to seek clarification on circumstances of failure and method of component cleaning used; however, this has been unsuccessful. No patient name was recorded by homecare provider. Mask was not purchased from the homecare provider the patient took the mask to. Failure mechanism is indicative of product abuse as product testing indicates that when user instructions are followed, component would be expected to last in excess of 5 years.

Event description:
Elbow cracked on hc431a mask.